Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a non-tortuous and severely calcified vessel in the kidney. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During inflation, the balloon was inflated twice per minute. However, the balloon burst at 8 atmospheres for 30seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied with no leaks or issues noted with the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a non-tortuous and severely calcified vessel in the kidney. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During inflation, the balloon was inflated twice per minute. However, the balloon burst at 8 atmospheres for 30seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.